Manufacturer narrative:
Other, other text: additional information:a1, h6, h10: information was received on 29-nov-2021 indicating that no patient was involved in this event, event occurred during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that medium alarm acknowledged: cannot start pump, medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump were found recorded in history. During analysis, the reported issue was able to be duplicated, the air detector failed during testing and will be replaced during the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a bad air detector. It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.